Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).

Event description:
Treatment of an avm with onyx. It was reported that the catheter ruptured during onyx injection. Upon removal, the catheter separated with the distal segment remaining in the patient. No patient injury reported. Same event as MDR# 2029214-2011-00075.